Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), back pain ("back pain"), dyspareunia ("pain during intercourse"), headache ("headaches"), hypersensitivity ("allergic reaction"), fatigue ("fatigue") and mood swings ("mood swings"). The patient was treated with surgery (bilateral salpingectomy and/or hysterectomy to remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, headache, hypersensitivity, fatigue and mood swings outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, fatigue, headache, hypersensitivity, mood swings and pelvic pain to be related to essure. Company causality comment: incident~~ no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.